Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Event description:
It was reported that the device won't turn on while connecting to the brain. There was no information on patient involvement and impact.

Manufacturer narrative:
The actual date of event is unknown. Omit: a0721 - circuit failure (1089), g0201202 - fuse, g02005 - circuit board. Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, c, codes and manufacturer narrative. Investigation summary: the customer¿s reported event of the device failing to turn on when connecting to the brain was confirmed during initial testing. ¿ replication of the reported event confirmed that the syringe module would not power on when connected to a known good laboratory pcu. ¿ replacement of the logic board fuse with a known-good laboratory fuse resulted in the syringe module powering on successfully when attached to either side of a known good lab pcu. ¿ to confirm the failure of the source fuse, the component was installed into a known-good laboratory syringe module. The device was observed to have failed to power on when attached to a lab pcu. ¿ a 24-hour test infusion with the known-good fuse installed resulted in the device completing the infusion successfully. No signs of power loss or other anomalies were observed. Logic board replacement will be recommended to bd repair center prior to return of the customer¿s device. ¿ there was no information provided regarding patient involvement and impact. Root cause: the root cause of the reported event of the device not powering on when connected to the brain was confirmed to be due to a blown fi fuse on the syringe module logic board. The probable cause of the blown fuse is being attributed to a faulty component (c23) on the logic board. C23 is designed as a self-healing type that appears to have corrected itself during the investigation. Note that this report lists imdrf annex a0509, a090202, g04070, g05005, c0702, c0201, d15, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device won't turn on while connecting to the brain. There was no information on patient involvement and impact.